Event description:
It was reported that the fiber cap detached during the prostate procedure. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. Additional information was not provided. No injury to the patient was reported.

Manufacturer narrative:
Event problem codes, the component codes fiber and cap are associated with the device code broke.